Manufacturer narrative:
Findings: scratched lcd window, cracked display window corners, broken belt clip slot near battery compartment, cracked reservoir tube lip.

Event description:
It was reported that the customer had cracks near the battery compartment, many scratches, and a worn display on the insulin pump. No additional information provided.